Event description:
During an endoscopic variceal ligation in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that when the third band was released and the fourth band was ready to be released, it could not be rotated for release. Even after adjusting the position, it could not be released. User had to retract the endoscope, replace the ligation device with a new one, and continue the treatment. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. All components returned with the device. Photos were provided and reviewed. The first photo shows the barrel still attached to the trigger cord, and 3 bands remain on the barrel; one band has moved slightly along the barrel. The second photo is of the pouch and the lot number matches that in the report. Our laboratory evaluation of the product said to be involved confirmed the report. The fourth band on the barrel was slightly moved along the barrel and there was a reddish-brown substance on the trigger cord. A functional test was performed on the 3 remaining bands on the barrel. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). Simulated varices were placed at the end of the barrel and vacuum pulled and the remaining bands were fired. It was observed that the 3 remaining bands deployed with significant resistance encountered during deployment, and the bands constricted as expected. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots which is within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report; the remaining bands were difficult to deploy. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: the information provided indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.